Event description:
It was reported that upon a post-operative check up, the ventricular lead dislodged and exhibited loss of capture and decreased sensing. A chest x-ray confirmed the dislodgment. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.